Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer alleges consumer sustained burn on lower back from lift chair heat and massage element.

Manufacturer narrative:
The device was returned and evaluated. The heat pad operating range was consistent with specifications.

Event description:
Dealer alleges consumer sustained burn on lower back from lift chair heat and massage element.